Manufacturer narrative:
Device eval summary: device eval of battery charger (B)(4) has been completed. The reported problem (battery charger problem) has been confirmed. Upon eval, the charger's power unit connector pins were not making contact with the charger. As a result, the charger was not powering up and therefore, could not charge the pt's batteries. The root cause of the charger power connector not making contact with the battery charger cannot be positively identified. No adverse event resulted from the intermittent battery charger. The pt rec'd a replacement battery charger.

Event description:
The nurse of a (B)(6) male pt contacted zoll lifecor customer support service to report the pt's charger is not charging the pt's batteries. The pt was provided with a replacement battery charger.